Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 2865463 02-010-03-0240 - logic cr femoral cem, left, sz 4. 3645440 200-05-26 - inset patella 26mm. 3798157 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t.

Event description:
As reported, approximately 4 years post op initial right tka, this 61 y/o male patient was revised and had a poly insert swap. The patient presented in surgeon office with complaints of pain, swelling, instability, and dissatisfaction with their tka's. The patient has recalled implants in both knees. Upon examination, the patient was scheduled to have a revision bilateral tka possible poly swap vs full revision. Left tka revision was captured in 1038671-2023-01558. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain. Images attached. No product return; implants were required to be sent to the lab at the hospital and then legal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear, which could be confirmed from the provided images. However, the reported instability, tibial loosening and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.